Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin and another unspecified intraperitoneal antibiotic however, was not hospitalized for the event. At the time of this report, the patient recovered without any further issues. The cause of the event and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date two months ago. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.